Event description:
Info received indicates that following the start of bypass a small leak was observed from the bottom of the unit. The device was changed-out of the circuit during the case with no consequence to the pt, other than reported blood loss.